Event description:
Problem description: three weeks prior to her re-admittance to hospital on (B)(6) 2012, the pt suffered a renewal of vomiting and almost complete nutritional intolerance associated with diarrhea ( 3 ¿ 4 non-mucoid, non-bloody stools per day). The pt also suffered a deterioration in her general state of health with the loss of 3kg in the 3 weeks prior to her admission to hospital (oms stage 2). On (B)(6) 2012, the pt consulted her doctor who requested blood tests the results of which significant the following conditions: acute renal failure (serum creatinine 15mg/1 ref range 5.2 to 10.4) inflammatory condition (white cell count (wbc) 10000/mm3 of which 6000/mm3 were polymorphs and crp 280mg/1 ref range <7mg/1). On (B)(6) 2012, pt admitted to hospital. On admission the pt was apyretic and haemodynamically stable. Pt had lost 3kg in the 3 weeks, weight (B)(6) and had a body mass index (bmi) of (B)(6) (oms stage 2). There was no evidence of adenomegaly. The pt still had diarrhea (3 ¿ 4 non-mucoid, non-bloody stools per day). There was no spontaneous abdominal pain, guarding, or contraction. There was no palpable tissue mass. Upon palpitation there was sensitivity of the right and left iliac fosa. (B)(6) 2011 the pt was admitted to hospital for the first time suffering from non-mucoid, non-bloody diarrhea (10 stools per day) with associated dehydration. A recto-sigmoidoscopy showed the presence of acute colitis without signs of graft versus host disease. The pt was treated with antibiotics and parental nutrition until she was discharged in (B)(6) 2011 the diarrhea had subsided and her nutritional status had returned to normal.

Manufacturer narrative:
A coloscopy up to the transverse colon showed a region of inflammatory lesions associated with severe colitis with multiple serpiginous ulcerations. On certain ulcers there was detachment of the mucus membrane. The ulceration covered 80% of the mucus membrane. The pt was prescribed the antibiotics rocephin and flagyl. Subsequent to the antibiotic treatment there has been: a reduction of the diarrhea. Continued nausea until the course of antibiotics was complete. After the course of antibiotics the pt began to eat normally with no recurrence of the diarrhea. The pt¿s wbc fell to 9100/mm3 and crp fell to 7mg/1. Aetiology of the colitis: bacteriological examination remained negative. Clostridium toxins: negative. Cmb: negative. Colonic biopsy: negative for cmv. Bacteriologic examination of colonic biopsy: negative. Histological examination of colonic biopsy showed evidence of acute colitis of moderate intensity. The pt was discharged from hospital on (B)(6) 2012 without sequelae. No xts system serial number, kit type/kit lot or uvadex lot number was provided by the reporter. (B)(4).